Event description:
Received report of an ice pack that leaked. It was reorted that a consumer was using an ice pack on consumer's forehead when consumer felt it leaking into both eyes. Consumer immediately flushed eyes with water, and reported only minor irritation to both eyes the following morning. No visual deficits were reported. The consumer did not seek professional medical care for the incident. Additional information was requested, but no further information was provided.